Event description:
Info received indicates the hydraulics on the bed are not working. Head of the bed is in flat position.

Manufacturer narrative:
The tech found the hydraulic manifold was leaking and worn. He replaced the hydraulic manifold to repair the bed.